Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed device failure in the morning during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The analysis of the logfile showed that the device posted several alarm messages concerning "device failure (6)" during the ventilation on (B)(6) 2025. Furthermore, the alarm messages "device failure (1)", "device failure (7)" and "device failure (12)" were posted at the time of the event. According to the log entries the device stopped the gas delivery and performed a pressure. The entries indicate a failure of the gas dosage and mixture module as the root cause for the malfunction. The customer was informed of the repair measures to resolve the issue. As a safety feature of the system, the safety software constantly analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops, and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed device failure in the morning during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.